Event description:
The caller reported he had received a message from the customer that there had been a cuff leak and/or pilot balloon leak for an unspecified model of tube. It is unk if the failure occurred during pre-testing, or if there was any pt involvement.